Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the shocking and minimal benefit was not determined. The shocking resolved after explant. The benefit of the new system remains to be seen after all components are implanted. This information was confirmed by the physician.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot #: va0405a, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Product ID: 7482a40, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-feb-2015, UDI #: (B)(4). Product ID: 7482a40, serial/lot #: (B)(4), ubd: 15-jun-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was getting minimal benefit from the system and had a shocking sensation on right arm. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included trying different programming parameters. Interventions/actions included surgical removal of the system and replacing it. Unknown if the issue is resolved. The system was explanted on (B)(6) 2019. They were implanted with new device on (B)(6) 2019. The explanted devices were discarded and will not be returned for analysis. No further complications were reported or anticipated with this event.